Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubbles. Customer also had blood glucose level was high and low of 300 and 58 mg/dl. Troubleshooting was done and customer was unable to remove air bubbles successfully. The reservoir will not be returned for analysis.